Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "impacted a 4 in 1 cutting block and one side of the upper chamfer of the cutting block broke right off."